Manufacturer narrative:
Apoc incident #: (B)(4). The investigation was completed on 09/05/2019. A review of the device history record (DHR) confirmed that the cartridge lot met finished goods (fg) release criteria. Retained cartridge testing met the acceptance outlined in appendix 1 of q04.01.003 rev. Ad (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for ctni cartridge lot y19070.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(4) 2019, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant troponin result of 0.04 on a (B)(6) year old male patient with chest pain. There was no additional patient information at the time of this report. Method: date: collect: test: result: sample: I-stat, 06/26/2019, 07:45, 07:50, 0.22 mg/ml, #1; I-stat, 06/26/2019, 07:45, 11:27, 0.01 mg/ml, #1; I-stat, 06/26/2019, 3 hrs later, 11:11, 0.00 mg/ml, #2. Whole blood samples. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway. Per I-stat system manual: art: 714258-00q. Reportable range: 0.00 - 50.00. Reference range: 0.00 - 0.03 (represents the 0 to 97.5% range of results). Reference range: 0.00 - 0.08 (represents the 0 to 99% range of results).